Manufacturer narrative:
This report is filed march 31, 2016. The device is unavailable for analysis.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 for reasons unrelated to the device.